Event description:
2001 ultrasound guided drain placement with 14 gauge angiocath. Four days later, removed drain in the right upper quadrant and a piece of the drain catheter broke off and was left behind in the abdominal wall; confirmed by x-ray. (Cathlon was being used to drain fluid and was left in the abdominal cavity for a few days. It was connected to a large drainage bag so the fluid could continuously drain.)